Event description:
It was reported that the customer's insulin pump was damaged. The battery compartment was corroded. She was advised to disconnect from the insulin pump and revert to a back up plan. The customer was hospitalized due to a diabetic coma and high blood glucose level. She was wearing her insulin pump at the time of the 911 call but since then she stopped wearing it. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery cap contact. Insulin pump was used a test battery cap for testing. Insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. Insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Insulin pump had corroded battery tube, cracked reservoir tube lip and minor scratches on lcd window.